Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for (B)(6). It was reported that just before their device was replaced on (B)(6) 21, they had an issue: "it just happened" they had a pinched nerve on the same side as their stimulator, pt said their leg hurt so bad they could not stand or walk and they could not use stim after implant except: it was turned on "just a little bit" and they could not increase due to the pain in their leg. Patient reported information about their prior stimulators. Pt said: they are someone who falls, they had to ride the scooter and fell so after their falls their stimulator did not work, for both replacements. Pt said they did not know the date they started: "got to go to the bathroom"' but it's been a while. Pt remembered they had some falls in the spring of 2021. One of the times was the wednesday before they got this on a monday." Pt said one was bent and they were going to take it out and put it on other side. Documented reported information and encouraged pt to continue working with their healthcare provider to further address any issues.